Event description:
A literature article "short-term outcomes of da vinci sp versus xi for rectal cancer surgery: a propensity score matching analysis of two tertiary center cohorts" described a retrospective analysis. Patients who underwent robotic surgery for rectal adenocarcinoma from january 2016 to september 2023 at two tertiary referral centers were included in the analysis. A total of 378 patients (sp, 65 vs. Xi, 313) were analyzed. The study was conducted to compare key parameters between patient cohorts before and after propensity score matching. The article noted that in the xi group, the complications included 14 cases of anastomosis leaks, which were treated with diversion ileostomy, 3 cases of intraabdominal abscess/fluid collection, 13 cases of ileus, and 4 cases of postoperative bleeding. The other complications included 2 cases of mechanical ileus, 1 case of anastomotic bleeding, and 1 case of severe dehydration due to high-output ileostomy, which led to the revision of the ileostomy to a colostomy. Additionally, there was 1 case of readmission and 1 case of major complication. No specific da vinci device malfunctions were reported, and the author did not allege that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Isi has made multiple attempts to obtain additional information regarding the event. However, no response was received from the physician.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Kim, m.h., yoon, y.s., et. Al. (2024). Short-term outcomes of da vinci sp versus xi for rectal cancer surgery: a propensity score matching analysis of two tertiary center cohorts. Surgical endoscopy. Doi.org/10.1007/s00464-024-11372-y. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported.